Event description:
Pilot balloon ett (endotracheal tube) failure x 2. Initial failure felt to be related to agitation and possibly patient biting tube. Patient was then sedated and second ett pilot balloon failed requiring second tube exchange. Patient was hypoxemic and not getting appropriate volumes. Required prolonged bagging.